Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was at urgent care due to blood in their urine as well as abdomen and back pain. While at urgent care the patients pod had failed to adhere and the cannula had become dislodged from the pod infusion site, (abdomen). The patients reported blood glucose level was over 250 mg/dl. The patient was transferred to the hospital. Once at the hospital the diabetic ketoacidosis (dka), hyperglycemia and hemorrhagic cystitis. The patient was treated with 2 bags of intravenous fluids as well as insulin. The patient was prescribed keflex (500 mg) to be taken 4 times daily for seven days, the patient was released from the hospital after a few hours.